Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's display was so dark and illegible and unable to select options on the screen due to defective liquid crystal display (lcd). It was noted that the programmer failed the touch screen debug procedure in which autonomous movement of the cursor and autonomous activation of on-screen features was observed. The overlay/bezel assembly was replaced, and an electromagnetic interference (emi) repair was performed. The liquid crystal display (lcd) was replaced. The hard drive was reconfigured, reloaded and the software was updated. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display was so dark and illegible. And it was reported that unable to select options on the screen. Troubleshooting steps were taken to no avail. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Additional information: e : initial reporter d5 : operator of device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.